Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding an unspecified number of patients receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indications for use were not provided. It was reported the doctor had experienced an unspecified number of infections occurring at the pump implant site four years earlier, in 2014. The doctor stated that they learned the manufacturer had changed their sterilization gas/process. No further complications were reported or anticipated.